Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of sensing and pacing and unacceptable thresholds. During an attempt to reposition the lead, there were retraction problems with the helix mechanism. Therefore, the device was replaced.